Event description:
It was reported that the lead or extension had migrated to the skin surface, and the patient reported that she could see the wire. The patient was advised to contact her doctor as soon as possible. There was no diagnostic testing or troubleshooting performed at the time of report, but would be performed in the future. It was noted that the implantable neurostimulator (ins), leads, and extension remained implanted. The patient was described as alive with no injury at the time of report. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# n117035, implanted: (B)(6) 2007, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 254990002, implanted: (B)(6) 2010, product type: accessory. Product ID: 3986a, lot# n062693, implanted: (B)(6) 2007, product type: lead. (B)(4).